Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform the displacement and self test or verify missing segment due to physical damaged to lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone that the insulin pump screen was blacked out on side and not able read. Customer¿s blood glucose was unknown at the time of incident. Customer states the pump was neither dropped nor bumped. The insulin pump will be returned for analysis.